Event description:
It was reported while using the panel phoenix pmic-110 patient isolate (staphylococcus spp.) Had a high mic (false resistant) result for the drug vancomycin but when repeated the result was sensitive. It is also to be noted that the upstream instrument was found to be contaminated. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k023568, k024152, k030091, k030677, k031306, k031679, k032131, k033784, k033889, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k082913, k131331, and k14046. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.